Event description:
Caller reported a malfunction on the pump, but there were no notable events leading up to this issue. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur. The customer was informed to continue using the pump and to contact support again if the issue reappears, and they acknowledged and understood these instructions.